Event description:
The information provided to sjm indicated a masters series valve was implanted on (B)(6) 2003. The valve was explanted on (B)(6) 2013 due to endocarditis. The valve looked and functioned normally after explant. A carbomedics mechanical valve was implanted.